Event description:
Literature was reviewed regarding ¿reintervention rate after infrarenal aortic aneurysm repair is lower for open than endovascular repair with aneurysm sac shrinkage: a fifteen-year study¿ the time frame of this study was over a fifteen year period. The aim of this study was to report long-term results of infrarenal abdominal aortic aneurysm (aaa) in a single tertiary hospital. Among the patient population the following medtronic stent grafts were implanted in evar procedures (along with non-mdt stent grafts); aneurx, talent and endurant among the patient population the following malfunctions occurred: type I endoleak, type iii endoleak, type IV endoleak, migration no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿reintervention rate after infrarenal aortic aneurysm repair is lower for open than endovascular repair with aneurysm sac shrinkage: a fifteen-year study¿ chisci e, masciello f, lazzarotto t, frosini p, ercolini l, michelagnoli s. International angiology. 2023 jun;42(3):216-222. Doi: 10.23736/s0392-9590.23.05028 a.2 and a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.